Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, there was a foreign object in the tip of the sheath dilator of 3174118j that appeared to be made of the same material as the dilator. Before inserting the sheath dilator, I noticed the foreign object and pulled it out. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material was determined to be inconclusive. The product returned for evaluation was a microintroducer dilator. The dilator was observed to be slightly bent. No use residue was observed on the dilator. An attempt to advance a non-complainant guidewire through the microintroducer was successful and no evidence of foreign material was observed during advancement of the guidewire. Microscopic inspection of the dilator did not reveal any damage or deficiencies. No evidence of foreign material was found during evaluation of the returned sample. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, there was a foreign object in the tip of the sheath dilator of 3174118j that appeared to be made of the same material as the dilator. Before inserting the sheath dilator, I noticed the foreign object and pulled it out. There was no reported patient injury. No other information was provided.